Manufacturer narrative:
Concomitant product: 6945-65, lead, implanted: (B)(6) 1999.

Event description:
It was reported that the patient experienced an infection and vegetation on the implantable cardioverter defibrillator (ICD) system leads. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.